Event description:
It was reported that the patient had felt numbness in the limbs and cramping in the lower back and legs. These symptoms had started right after surgery. The pump has had saline in since implant and the physician wanted to check on it before it was filled with medication. Reportedly, there was a catheter issue as the physician that ordered the pump was displeased with where the surgeon placed the catheter. The managing physician believed it should have been placed higher. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).